Event description:
The customer contacted philips to report that the device hangs up during op check during the charge button test of operational check. There was no patient involvement as this was identified during operational check.

Manufacturer narrative:
(B)(4).